Event description:
It was reported that the implanted device recorded inappropriate brief episodes of atrial tachy response due to farfield r-wave oversensing. The atrial lead remains in service and no adverse patient effects were reported.